Event description:
It was reported that the user received urgent low and urgent low soon cgm alerts indicating a reading of 50 mg/dl, consumed food and milk before contacting customer care, lacked a glucometer to confirm cgm accuracy, had no symptoms, and observed the cgm value rising to 73 mg/dl by the end of the call. Symptoms included no reported clinical manifestations. Outcomes included self-treatment with oral carbohydrate and no need for further assistance. Investigation included complaint intake and troubleshooting with user education regarding hypoglycemia management and cgm verification. Investigation of this case revealed no device malfunction reported and no component issues identified, with cgm trend improving after carbohydrate intake and no additional interventions required. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.